Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the downloaded log files after the controller returned; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and data associated with the reported event was observed from 06feb2026-11feb2026. The log files captured backup battery fault alarms due to the backup battery not passing the load test. During both alarms, the backup battery did not pass its load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The driveline was observed to be disconnected on 13feb2026 for controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventive action was initiated to investigate backup battery faults. Incidental finding revealed a damage to power cable. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault and low power advisory alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process and how to exchange the backup battery and system controller. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to outpatient clinic with backup battery fault. The left ventricular assist device (lvad) team replaced system controller and emergency backup battery (ebb). They plan to send ebb and system controller back to abbott for evaluation. The event resolved with the exchange. The log files were unavailable.